Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No external ram crc error or unexpected restart alarms noted during test. However, the insulin pump had several display history failed on startup alarm noted in the history file. The display history failed on startup alarmed due to corrupted history file. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.

Event description:
It was reported the customer had several alarms in their alarm history. Customer reported receiving an unexpected restart alarm, signal too low alarm and several displayable history check failed on startup alarms. The customer's insulin pump will be replaced due to the repeated displayable history check failed on startup alarms. Customer's blood glucose was unknown. No additional information provided.